Manufacturer narrative:
(B)(4). The customer provided four photos for analysis. The photos show an extension line with the luer hub separated. The separated luer hub was not pictured. The customer returned one, 4-lumen catheter for analysis. Signs of use in the form of biological material was observed on the catheter body and within the extension lines. Visual analysis of the 14 cm medial extension line revealed the blue luer hub had separated and was not returned. The separation point on the extension line appeared rough and jagged. Visual examination of the separated hub to evaluate the nature of the break could not be performed as it was not returned for evaluation. The 14 cm medial extension line outer diameter measured 2.17 mm, which is within the specification limits of 2.13-2.21 mm per medial extension line extrusion product drawing. The 14 cm medial extension line inner diameter measured 1.4732 mm, which is within the specification limits of 1.42-1.50 mm per medial extension line extrusion product drawing. Dimensional inspection of the separated hub could not be performed as it was not returned for evaluation. Functional inspection of the defective medial extension line could not be performed due to the condition of the returned device. A manual tug test confirmed that the other extension lines were secure to their luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of an extension line/luer hub separation was not confirmed through complaint investigation of the returned sample. Visual analysis revealed the medial extension line had separated from the luer hub; however, the luer hub was not returned. The separation point on the extension line appeared rough and jagged, however, the nature of the break could not be determined without the separated hub returned. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on the sample received and without the luer hub returned, the root cause cannot be determined. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that " it was reported that the leur hub came off when using the slide sheet. The reporter states that the hub was snapped as it got caught into the slide sheet handle. The lumen was clamped."

Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided.

Event description:
It was reported that " it was reported that the leur hub came off when using the slide sheet. The reporter states that the hub was snapped as it got caught into the slide sheet handle. The lumen was clamped."